Manufacturer narrative:
As reported, when the button of a 6f exoseal vascular closure device (vcd) was depressed and the system was pulled out, the plug was still half inside the system. While pulling the system, the window only showed half of the black on black. The plug was not released in the patient. Manual pressure was applied for hemostasis. There was no patient injury. Additional information was requested but not provided. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the deployment lever was fully depressed, and the indicator window was in the black/red/white position. The cordis sheath used with the device was returned inserted on the unit. The plug was no longer in its manufactured position while the indicator wire was fully retracted. No abnormal conditions were observed during this visual analysis, and it was concluded that the conditions present on the received unit indicated a complete deployment state as expected per the device¿s intended use. A functional analysis could not be performed as the device was already deployed. A high magnification evaluation was conducted to assess any internal configuration issues that could be related to the reported event. During this evaluation, no damage or abnormal conditions were observed. The reported event of ¿indicator window-damaged-access site lost¿ was not confirmed as there were no damages or anomalies noted to the window of the received device. Also, the reported event of ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ was not confirmed as the plug was fully deployed from the device and not received for analysis. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported damaged indicator window and partial deployment of the plug, especially since there were no anomalies noted with the returned device and the plug was fully deployed. However, procedural/handling factors are possible. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when the button of a 6f exoseal vascular closure device (vcd) was depressed and the system was pulled out, the plug was still half inside system. While pulling the system the window could only show half of black on black. The plug was not released in the patient. Manual pressure was held for hemostasis. There was no patient injury. The device is being returned for evaluation.